Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call her blood glucose was 300 mg/dl the night before the call. Customer's blood glucose was 62 mg/dl then 91 mg/dl at time of call. Customer reported the device had a blank display for 3 days. During troubleshooting, display returned after replacing the battery. Device alarmed a battery out limit alarm. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.